Event description:
It was reported that the arctic sun device was getting an alert and the screen was frozen. There was an alert 105 (cool patient end) and the device was turned off and back on. Cleared low reservoir alert (03), emptied pads back into machine and the nurse was then able to start rewarming the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert and the screen was frozen. There was an alert 105 (cool patient end) and the device was turned off and back on. Cleared low reservoir alert (03), emptied pads back into machine and the nurse was then able to start rewarming the patient.